Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and the system was explanted. The date of explant is unclear as is also new implant information. No further information was available at this time.

Event description:
New information noted that the patient had red sore pocket due to infection. The source of infection was unknown. The system was explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.